Manufacturer narrative:
The insulin pump alarmed failed self test during self test due to faulty board. The insulin pump had lost sensor alarm noted during testing due to failed self test alarm. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they received failed self test alarm and lost sensor alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the failed self test alarm did not occur during the rewind and prime sequence. The customer stated that the bolus amount was recorded in the bolus history. The customer stated a temporary basal was not programmed before the alarm occurred. The customer declined to troubleshoot for lost sensor alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.